Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report number (B)(4) which stated "suspected pump thrombus. Patient with ams c/o headache. Head CT showed acute hemorrhage in the right frontal lobe and adjacent sub pleural hemorrhages overlying the high right frontal convexity." The manufacturer also received a report through device tracking indicating that the patient subsequently expired. The cause of death was reported as intracerebral hemorrhage (ich).

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.